Event description:
Same case as MDR: 2134265-2012-02653. It was reported that during a stenting treatment procedure stent damage occurred. The lesion being treated was located in the severely calcified left anterior descending artery (lad). The physician predilated with a 2.5mm non-bsc balloon catheter before implanting 3.0x24mm promus element stent in the proximal lad and a 3.0x20mm promus element stent in the left main coronary artery (lmca). The physician then used the kissing balloon technique with 3.25mm and 2.25 non-bsc balloon catheters between the lad and the left circumflex artery (lcx). Then the physician advanced a 2.5x28mm promus element stent, however it was unable to cross the target lesion. The physician performed more predilation and readvanced the 2.5x28mm promus element stent, however it was still unable to cross the lesion. The stent was successfully removed and it was noted that the stent struts were flared. Using a non-bsc guide catheter the physician implanted another 2.5x28mm promus element stent, in the target lesion. Intravascular ultrasound (ivus) was performed using a non-bsc catheter, causing stent deformation of the implanted 3.0x20mm promus element stent. The procedure was completed by post-dilating the deformed stent with a 3.25mm non-bsc balloon catheter then ivus was performed and confirmed good apposition of the stent. No further patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination identified stent damage. One of the stent struts was raised. This type of damage is consistent with the device encountering some form of resistance during advancement and/or withdrawal. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR: 2134265-2012-02653. It was reported that during a stenting treatment procedure, stent damage occurred. The lesion being treated was located in the severely calcified left anterior descending artery (lad). The physician predilated with a 2.5mm non-bsc balloon catheter before implanting 3.0x24mm promus element stent in the proximal lad and a 3.0x20mm promus element stent in the left main coronary artery (lmca). The physician then used the kissing balloon technique with 3.25mm and 2.25 non-bsc balloon catheters between the lad and the left circumflex artery (lcx). Then the physician advanced a 2.5x28mm promus element stent, however it was unable to cross the target lesion. The physician performed more predilation and readvanced the 2.5x28mm promus element stent, however it was still unable to cross the lesion. The stent was successfully removed and it was noted that the stent struts were flared. Using a non-bsc guide catheter the physician implanted another 2.5x28mm promus element stent, in the target lesion. Intravascular ultrasound (ivus) was performed using a non-bsc catheter, causing stent deformation of the implanted 3.0x20mm promus element stent. The procedure was completed by post-dilating the deformed stent with a 3.25mm non-bsc balloon catheter then ivus was performed and confirmed good apposition of the stent. No further patient complications were reported and the patient's status is good.